Event description:
The user facility reported that the involved needle and wire were inserted, the needle was then removed. During the attempt to insert the wire and dilator, the wire became stuck and unraveled. The event occurred intra-operative. The type of procedure performed was a peripheral. No blood loss was reported. There is no direct claim that the reported device caused or contributed to a patient injury or the need for medical intervention. The patient was not injured during the event and medical/surgical intervention was not needed. Additional information was received on 03 may 2024: the wire unraveled as the dilator and wire were being removed. However, we successfully removed both the wire and dilator without complications. A different 5fr terumo sheath was subsequently utilized. The procedure was completed with success, leaving no wire inside the patient. The patient remained stable throughout, with no concomitant medical devices used during the event.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for guidewire separation because a sample was not available for assessment. Without a sample, the exact root cause cannot be determined. It is possible that the guidewire was caught on the needle during the withdrawal and separated during removal. The ik precision IFU (instructions for use) was reviewed, and it states: "precautions: when using a metal needle cannula, do not withdraw the guidewire back into the cannula, as shearing of the guidewire may result." Review of DHR (device history record) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hbrt (hazard based risk table).